Event description:
It was reported the patient died and the paramedics reported that "device malfunctioned." The physician believes the patient was in a ventricular tachycardia below the programmed cut off rate. The cause of death has been requested and not received. Additional information received reported the paramedic's statement regarding device malfunctioning had been misunderstood. The patient's wife, who was a nurse, noted there were no pacing spikes on the monitor when the patient was connected and made a comment to the paramedic. The only information the physician had was that the device called the last episode "terminated, but the egm looked like he was still in a slow vt."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found.

Event description:
It was reported the patient died and the paramedics reported that "device malfuntioned." The physician believes the patient was in a ventricular tachycardia below the programmed cut off rate. The cause of death has been requested and not received.

Manufacturer narrative:
(B) (4)

Event description:
It was reported the patient died and the paramedics reported that "device malfunctioned." The physician believes the patient was in a ventricular tachycardia below the programmed cut off rate. The cause of death has been requested and not received. Additional information received reported the paramedic's statement regarding device malfunctioning had been misunderstood. The patient's wife, who was a nurse, noted there were no pacing spikes on the monitor when the patient was connected and made a comment to the paramedic. The only information the physician had was that the device called the last episode "terminated, but the egm looked like he was still in a slow vt."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.